Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving lioresal 2000mcg/ml for a total dose of 600mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 patient was experiencing withdrawal symptoms, but does not report a significant event such as a fall, accident, or significant trauma. Patient also did not report any notable pain in back. It was unknown was factors may have led, caused, or contributed to the issue. It was noted a x-ray indicated that the catheter may have pulled out of the intrathecal space. Surgery to replace the spinal segment was performed. Catheter was anchored as it was for the original implant. Catheter was determined patent by aspirating through the catheter access port (cap). It was noted this issue was resolved and at the time of the report patient's status was "alive-no injury." It was noted surgical intervention occurred as the catheter pulled out of the intrathecal space. Spinal end of the catheter was revised and replaced with a new 8782 segment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.